Event description:
On (B)(6) 2012, an (B)(6) male underwent evar. The physician was using a renu cuff to treat a previously placed endovascular prosthesis of another manufacturer. Also, there was a previously placed cuff (manufacturer, not specified) implanted as well. A run was completed to confirm the patency of the renals and top cap was deployed. The physician then released the distal trigger wire and then went up with the grey positioner to dock the top cap. In the midst of docking the top cap the graft moved up and covered the renal. They were able to stent an existing renal with no complications to the kidney. (The other renal was covered and no access was available). No additional information has been provided by the reporter.

Manufacturer narrative:
Occlusion is labeled in the IFU. Event evaluation: still under investigation.